Manufacturer narrative:
Upon visual inspection, the ceramic post of the abutment has fractured. The ceramic post however remains attached to the titanium insert. The hex of the accompanying screw appears used but has not been stripped. The device history record has been reviewed and there was no indication of a manufacturing deviation that would contribute to this event. A definitive cause could not be determined.(B)(4)

Event description:
The dentist reported the zireal abutment fractured.